Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer had high blood glucose levels (260 mg/dl) after switching to a new vial of insulin. Pump passed delivery system check. Customer switched to a new vial of insulin to stabilize his blood glucose level.